Manufacturer narrative:
A manufacturing record review was completed and zero nonconformances were found. There was no returned product to complete an evaluation on. Therefore, the most likely root cause for the failure is undeterminable.

Event description:
During a ptca procedure, after an unsuccessful attempt of use of the turnpike spiral catheter, it was retrieved out from patient. However, dr. Found that the tip of the turnpike spiral catheter was damaged and a little part of the radiopaque tip was missing from the catheter and left in patient body. The procedure was then completed with other catheters. The patient was monitored after the procedure and then was discharged without any adverse event. Reported as no impact to patient.

Manufacturer narrative:
There was no returned product for this event, however, images of the turnpike were provided. The images show severe damage to the distal tip of the catheter. The tip is also twisted and deformed. Based on the images (below) the damage is consistent with torquing the catheter against resistance.

Event description:
Additional information received which also included images: the patient was discharged without adverse event and no additional medical intervention. The missing piece from the patient was not retrieved. The device was used per the IFU.